Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient had clinical signs associated with hemolysis, including elevated lactate dehydrogenase levels, an elevated plasma free hemoglobin of 71.5 g/dl, and a drop in hemoglobin and hematocrit levels. The patient's hospitalization was prolonged. The patient received heparin and aspirin on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event of hemolysis could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis; however, it was communicated that the patient was treated with heparin and aspirin and the issue resolved. Thoratec's heartmate ii lvas instructions for use lists hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the clinical specialist indicating that the patient&#38112;outcome was updated to resolved.